Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant dislodgment was noted by x-ray on the right atrial (ra) lead. Diagnostic testing / troubleshooting was performed and the lead was reprogrammed. The lead was then revised to a new position and remains in use. No patient complications have been reported as a result of this event.